Event description:
Pump malfunction was reported as it declared an altitude alarm. Customer's blood glucose level remained between 54-500mg/dl (3.0-27.7 mmol/l), with no adverse impact. Customer contacted technical support and followed instructions to gently clean speaker holes and reset the pump's cartridge. Insulin therapy was resumed successfully without any recurrence of the alarm, and customer was provided with preventive tips.